Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, a small amount of blood continued leak from the shield of the hemostasis valve because it was loose. The procedure was completed without replacing the device and there were no adverse consequences to the patient.